Event description:
It was reported that during an unknown procedure the set up and activation of the product when connected to gen11 was successful. However, from the very first activation to the patient the white plastic of the tip went before even the tissue between the jaws was cut. It then also started to burn the tissue and a lot of smoke was created. Then a sound could be heart between the grey handle and the instrument, like two metals were rubbed against each other. The instrument was disposed and the operation completed with the use of bipolar energy. The procedure was delayed but completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v9454j. Additional information was requested and the following was obtained: what is the severity of the burn? Degrees of burns below and choose one, first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred. Answer: a specic degree of burn cannot be specified. Between the jaws of the product there was excess tissue (symphisis) which was found around the gastric ring that the doctor was trying to remove from the stomach. The tissue instead of the white colour which usually can be seen after the cycle of the product is complete and its cut it left in its place a burned back colour tissue and the instrument started to produce darker and more smoke that it usually produce. What medical intervention was used to treat the burn? (Such as salve or stitches) answer: no. Medical intervention was used. Besides the burn, did the patient experience any adverse consequence due to the issue? Answer: no. Are there any anticipated long-term effects from the burn or injury? Answer: no. As we now until now. The surgeon did not mention any. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the device was received with the tissue pad detached and not returned. In addition the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. No abnormal noises were heard at any time during testing. Possible causes of the smoking is when the instrument is activated and denaturing of the tissue takes place. Also when the blade is activated without tissue in the jaw, this can damage the tissue pad and blade. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.